Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer stated that every time he changes sites the reservoir appears to be bubble free and an hour or two later there are bubbles forming and if you try to remove the bubbles they begin to rise and eventually. Customer has 2-3 dozen reservoirs that collected air bubbles. The customer documented himself dates of when he experienced those issues with air bubbles. Customer believes that the occurrences of air bubbles are systemic and that he is not the only one that experiences these issues. During the filling of the reservoir the customer is stating that upon trying to remove the air bubbles, that there is a lot of resistance when pushing the insulin out of the reservoir with the plunger. The customer stated that when he tries to remove the air bubbles that he uses about 10 units of insulin. The reservoir will not be returned for analysis.